Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident there is no indication of a lot specific product quality issue. The investigation determined the reported difficulty to advance and balloon rupture appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement, the balloon catheter encountered resistance against the heavily calcified, moderately tortuous and 90% stenosed anatomy, likely causing damage to the outer surface of the balloon resulting in the reported balloon rupture during the first inflation at 14 atmospheres. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid right coronary artery that was heavily calcified, moderately tortuous and 90% stenosed. The nc trek balloon was advanced against resistance to the lesion and during the first inflation at 14 atmospheres, it ruptured. The device was replaced with a new nc trek to perform dilatation, and then stenting was done to complete the procedure. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.